Event description:
It was reported that the device was during a breast biopsy procedure but no information was provided as to what the failure was or how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Evaluation summary: the hand piece was tested on a generator and found to be functional. However, it no longer meets design specifications for phase margin. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument.